Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 instrument, and identified the failure mode as a defective wash collar waste valve. The fse replaced the wash collar waste valve to resolve the issue. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the generation of multiple erroneous low and suppressed (no value) patient results for bun (blood urea nitrogen) and cr-s (creatinine) on system unicel® dxc 600 instrument. The erroneous patient results were reported out of laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided data for two (2) patient samples.